Event description:
It was reported by mother of the end user, her daughter uses the 5410ivc bed and stated the locking casters became unlocked. (B)(6) states she purchased the bed online via (B)(6) and when the bed arrived to her home, (B)(6) and her daughter put the bed together. (B)(6) states the bed casters are on a rug protector and not the hard wood floor. (B)(6) alleged her younger daughter, whom is (B)(6) was transferring her oldest sister, whom is (B)(6). Onto the bed and the locking caster unlocked and almost caused the end user to fall. The casters were locking properly before the incident. The caller has no further information to provide. (B)(6) spoke with rick in tech and was advised this was the first time ever heard, of the locking casters in a bed unlocking. Provider did not have a serial number, only a model.